Event description:
Information received from the field does not address the patient's clinical status but notes failure of cell and lead impedance tests and failure to respond to magnet applica- tion. Pacing and capture continued at the programmed rate of 70 ppm for a few weeks, but at the time of replacement, the device was pacing at 56 ppm despite the programmed rate of 70 ppm.